Event description:
Reportedly, pacemaker settings unexpectedly changed between (B)(6) 2012. Upon pacemaker interrogation on (B)(6) 2012, it was noticed that pacemaker was programmed with normal settings, whereas it was not the case at previous f/u (dated (B)(6) 2012). An explantation is requested.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.